Manufacturer narrative:
Pump error alarm (variable info=3) confirmed in the insulin pump history due broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call pump error. The customer's blood glucose was 8.7mmol/l at the time of call. Trouble shooting was performed and found pump errors occurring after self-test. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind process. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.